Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The sensor interface board and interconnect cable between sensor interface board and anesthesia control board were replaced to resolve the reported issue.

Event description:
The hospital reported that the equipment stopped and indicated bellows needed to be filled even though there were more than 10 lt of fresh gases. There was no report of patient involvement.